Event description:
It was reported that during the drilling of ortholock tibial pins into the patient's tibia, three pins broke off at the tip consecutively. The pins remained implanted in the patient. Femoral pins were used to complete the procedure.

Manufacturer narrative:
The reported event that the tip of the pin broke off was confirmed through visual inspection. During the investigation no specific root cause could be determined for the pin breakage. The pin is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during the drilling of ortholock tibial pins into the patient's tibia, three pins broke off at the tip consecutively. The pins remained implanted in the patient. Femoral pins were used to complete the procedure.

Manufacturer narrative:
The tip of the broken pins remain implanted but the broken piece has not been returned for evaluation. Additional information will be submitted once it is received and evaluated. Please note that this report is for two ortholock ex-pins 3x110 with the same lot number and the same manufacture date. Not returned.